Event description:
It was reported that upon opening the box at the user facility, a large crack on the top of the console was discovered. It was further reported that during testing at the manufacturer, there was no rotation to the pinch valve and no output to the handpiece. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.